Event description:
The customer reported that the device would not charge, and it displayed an "apply pads" message.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.